Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. The reported patient effect foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. All available information was investigated, and a definitive cause for the reported entrapment of device or device component (clip caught on chordae) and reported poor imaging appears could not be determined. The reported foreign body in patient appears to be due to the failure in untangling the clip from the chordae and the subsequent clip deployment in the chordae (procedural circumstances). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip entanglement. It was reported the procedure was performed to treat grade 4 mitral regurgitation (mr). The mitraclip delivery system (cds) was advanced to the mitral valve. During grasping, the clip got caught on chordae and after multiple attempts to free the clip, it was determined it could not be freed, so it was deployed on the anterior leaflet and chordae. Two additional clips were implanted, reducing mr to 3-4. On (B)(6) 2020, mitral valve replacement surgery was performed. No additional information was provided.